Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the pump experienced an intermittent power issue with a ¿mess in the battery compartment, leakage from the battery and contact problems.¿ there was no reported adverse physical event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: review of the black box data revealed one power on reset event recorded on (B)(6) 2016. On examination, the battery compartment was found to be cracked on the side from the threads to the case seal. Moisture corrosion was observed in the battery canister and on the battery cap that was returned with the pump for investigation. A leak test resulted in moisture ingress into the battery compartment. The battery cap had no physical damage and was able to fit securely on the pump and maintain electrical connection. The battery cap was fastened and then unscrewed ½ turn leading the pump to reboot. A test battery cap was used and the rebooting persisted due to the corrosion in the battery canister. Investigation duplicated the power complaint.